Event description:
Additional information was received from the patient. They reported that the cause was determined. When the patient saw the hcp who did the operation installing the implant they told them it was probably because their device setting was 3.6 and then deactivating MRI mode their setting was too high, yet they had an MRI on their back 3 weeks earlier and this did not happen. Prior to any MRI their setting was 3.6 so this issue resolved? Actions taken were right after the MRI their husband lowered the device setting to 1.2 an everything was fine. The issue was confirmed resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the friend/family member regarding a patient. They called back and reiterated the previous reported event and that they were currently at western urology trying to get someone to talk to them about what to do with the system since everything happened. They were worried it wasn't safe to use. They said they didn't know if the person they were going to see was knowledgeable about the device/therapy and they wanted someone from the manufacturing company to advise on the status of the implanted system. Patient services reviewed with the caller that it was important to meet with an hcp who knew the implanted system to check the implanted system and that if needed they could page a rep to come to the appointment. The caller stated they weren't able to open the physician listings email that was sent yesterday because they didn't know how to access it. Patient services provided the caller with the technical services number if the hcp they were about to see needed to call for more information about the system and the national answering services (nas) number for the caller to provide to the hcp to page a manufacturing representative (rep) if needed. Patient services re-sent the caller the physician listings email without security per the caller's request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient's spouse called to report that the patient had an MRI of their neck today and activated their MRI mode prior to having the scan. The patient rep stated that after the MRI, they deactivated MRI mode and the patient went to turn the therapy back on and the patient started feeling really strong impulses at the implant site and it was very painful so the patient had the patient rep decrease the stimulation from 3. 6 ma (what the patient had previously been on prior to activating MRI mode) to 1. 0 where the patient was able to stand the pain level. The patient and patient rep stated they thought somehow the implant was compromised from the MRI. Agent reviewed MRI guidelines with the patient rep as well as stimulation considerations and redirected the patient to their managing health care provider to further address the issue. The patient rep requested healthcare provider listings in the event the hcp could not help them so agent sent hcp listings to the caller via email. Documented the reported event. No further action was taken by agent.